Event description:
It was reported that during central processing, the large suture cut needle driver was observed to have a damaged cable. The customer elected to use a backup instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the large suture cut needle driver was inspected prior to use and there was no damage or anything out of the ordinary that was noted. No further information was available to be provided.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.